Manufacturer narrative:
All the buttons functioned properly and no moisture damage found on keypad traces, electronic assembly or motor. Insulin pump had minor scratched liquid crystal display window, cracked display window corner and cracked reservoir tube lip.(B)(4).

Event description:
It was reported that the insulin pump was exposed to fluid/ moisture. Customer stated the insulin pump was submerged in the pool and wanted to know it would be still safe to use. Customer's blood glucose was 47 mg/dl. Customer had a meal to treat the blood glucose. Customer declined to troubleshoot due to daughter is in school. Customer would like insulin pump replacement per doctor's recommendation. No further information provided.